Event description:
The manufacturer received information alleging a ventilator failed during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, the ventilator had signs of liquid ingress. The device's blower motor, flow sensor assembly and sensor board need replaced to address the issue.